Manufacturer narrative:
The hill-rom technical support representative advised the account to isolate the pendant and side rails to troubleshoot. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of bed will raise as soon as bed is plugged in. The bed was located at the account. There was no patient/user injury reported. (B)(4).